Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump history showed no evidence of pump reboots occurring. The battery cap was able to be tightened securely to the pump and was able to maintain electrical connection. During testing, the pump was exercised for (B)(4) hours with no power issues occurring. There was no damage observed to the u-groove. The clip was able to attach securely to the pump case. The complaint of the damaged pump case and intermittent power issues was not able to be duplicated during investigation.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the pump casing was damaged and the pump was powering on and off without user intervention. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.